Event description:
It was reported that during a surgery using the titanium sternal fixation system, the surgeon experienced breakages of x3 screwdriver blades (03.503.071 - qty of 1, and 03.503.072 - qty of 2) upon inserting the titanium sternal locking screws. Four broken blades were returned for evaluation, however, it is unk which 3 of the 4 blades returned for evaluation were used in the procedure. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. The manufacturing evaluation visual evaluation revealed due to an unk cause, the matrix mandible thorax screwdriver blade returned exhibited slight marks to the screwdriver blades. Specification investigation revealed all parts met all print specifications and passed all inspection requirements. Based on the DHR review, the evaluation performed, and the unk cause, this complaint is deemed indeterminate from a manufacturing position.